Manufacturer narrative:
A review of the device manufacturing history records confirmed that the custom device was manufactured to specification with no abnormalities or deviations. This complaint investigation is ongoing; a supplemental report will be provided.

Event description:
It was reported that attempts to lengthen the patient's custom jts distal femur implant were unsuccessful. The patient was requested to walk around, his leg was massaged, the magnet was stopped and started, reversed and boosted during the lengthening procedure but with no success. Also it was noted by the surgeons that the gear box in the new implant was slightly more proximal than in the original gearbox and ensured that the patients leg was positioned properly to account for this. A decision was made to attempt the lengthening on another day. This complaint relates to stanmore ref: (B)(4).